Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, and a cracked reservoir tube lip. No moisture damage was noted to the motor assembly or electronic assembly. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump fell to the bottom of a pool. The blood glucose reading was 245 mg/dl. Fluid was visible under the display. No cracks were noted on the insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.